Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that an rt340 adult dual heated evaqua breathing circuit failed the leak test on a pb840 ventilator. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed a hole in the expiratory limb approximately 26cm from the proximal connector. A lot check could not be performed as a lot number was not provided. Conclusion: all breathing circuits are visually inspected and pressure tested prior to leaving the production facility. Any breathing circuits that fail are rejected. This suggests that the leak developed post production. The identified hole in the expiratory limb was most likely caused by a scratch or puncture by a blunt object. (B)(4). The user instructions supplied with the rt340 adult dual-heated evaqua breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. (B)(4).